Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak during pd treatment. During fill one there was a filling slowly message and fluid was leaking from the connector pin. The pin was pushed in. The patient did report being constipated. The patient was advised to resetup with new supplies and to also inform the pd nurse of the event. In a follow up, the patient verified the leak and said the pin was not pushed in. Her constipation has been relieved. She was able to reset-up the treatment and has been doing treatments with no further issues. There was no harm, intervention or adverse event associated with the fluid leak. The cycler set is not available to return.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak during pd treatment. During fill one there was a filling slowly message and fluid was leaking from the connector pin. The pin was pushed in. The patient did report being constipated. The patient was advised to resetup with new supplies and to also inform the pd nurse of the event. In a follow up, the patient verified the leak and said the pin was not pushed in. Her constipation has been relieved. She was able to reset-up the treatment and has been doing treatments with no further issues. There was no harm, intervention or adverse event associated with the fluid leak. The cycler set is not available to return.